Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic). Analyst commented, beginning (B)(6) 2015, atrial sic up to 11038; atrial tachycardia/ atrial fibrillation (af) episodes with evidence of lead noise oversensing. Concomitant medical devices: ddbb2d1 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that during device check noise on atrial lead was noted on three separate occurrences. Troubleshooting, x-ray was performed, the lead will remain in use, and the patient will be monitored. No patient complications have been reported as a result of this event.